Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, there was an intermittent connection between the ca board and the defibrillator board. The intermittent connection caused a voltage misread during pulse firing. The cause of the incoming test failure is the intermittent connection. The root cause of the intermittent connection cannot be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, a monitor sn (B)(4) failed incoming pulse testing. The last patient to use this monitor did not report any deficiencies.